Event description:
It was reported that the patient had the ambicor penile prosthesis, implanted in 2011, removed due to the device becoming non functional as the tubing to both cylinders had broken and the left cylinder was found bound up in the scrotum. A new 18cm x 14mm ambicor penile prosthesis was implanted.

Event description:
It was reported that the patient had the ambicor penile prosthesis, implanted in 2011, removed due to the device becoming non functional as the tubing to both cylinders had broken and the left cylinder was found bound up in the scrotum. A new 18cm x 14mm ambicor penile prosthesis was implanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Both cylinders had a leak in the reservoir tip that was the result of a sharp instrument consistent with explant damage. Both cylinders had broken/cut rods. One cylinder had a leak in the outer tube that was the result of wear at the corner of a fold. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.